Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the two sensors had missing electrodes. It was reported that one sensor had a blood at site and when the customer connected transmitter to the sensor, the green light did not flash. It was reported that the customer had high blood glucose levels of 17 mmol/l at the time of incident. The customer was advised to replace out the sensors. The customer declined to perform the troubleshooting related to high blood glucose levels. Product is expected to return for analysis.